Event description:
A patient was implanted with a lc-dcp plate and 4.5mm cortex screws for a right humeral fracture on (B)(6) 2012. Post implant, the patient complained of pain and x-rays taken on an unknown date revealed non-union and two broken screws. The patient was returned to the operating room on (B)(6) 2012 for hardware removal and revision to a narrow 9-hole plate with new screws and dbx bone putty. The shafts of the two broken screws were left in the patient. This report is #5 of 9 for the same event.

Manufacturer narrative:
A manufacturing evaluation was conducted. No lot numbers were provided. This screw is whole and intact. The profile of the head, type of thread, and thread profile suggest that this is a member of the 214.8xx family of screws. If so, its length of 28mm would make this a 214.828. The head is laser etched. The part was made prior to (B)(4) 2011. The hex is lightly damaged with displaced material at the top of the drive. The top of the head, band, and bottom of the head are in good condition with light markings consistent with normal use. The threads, flutes and tip are also in good condition. The pertinent dimensions that were checked are within specifications. Because no lot number was provided no conclusion can be determined from a manufacturing standpoint. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
This device is used for treatment, not diagnosis.additional narrative:no x-rays were provided, but the construct was on a humerus. The type of fracture was not disclosed. The construct had all holes filled - 8 screws, 8 hole plate - and the plate was a broad plate. The plate construct - broad plate, all holes filled - may have been too stiff for the nature of the fracture which could have lead to the non-union.(B)(4): placeholder.